Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a leak was noted around the connector while infusing a blood transfusion to a patient. There was a small amount of leakage on IV dressing, cap intact, and some blood leaked via cap onto patient's bed. There was no patient harm.

Event description:
The customer reported that a leak was noted around the connector while infusing a blood transfusion to a patient. There was a small amount of leakage on IV dressing, cap intact, and some blood leaked via cap onto patient's bed. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report that a leak was noted around the connector was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the connection between the lab syringe and maxzero. The root cause of the leak was a microchannel which created a fluid path. The microchannel was due to an equipment error during the inspection and testing process during final assembly of the component.

Event description:
The customer reported that a leak was noted around the connector while infusing a blood transfusion to a patient. There was a small amount of leakage on IV dressing, cap intact, and some blood leaked via cap onto patient's bed. There was no patient harm.